Event description:
The plastic clip on the head rest came undone causing the pt to slump in the sling. The nurse was able to steady the pt and injury was not suffered. Size of sling was large green. One person involved no injury.